Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history for this pump, and it was operating within required specifications at the time of release.